Event description:
Information was received indicating that a cadd ms3 pump was consistently incorrectly sensing the volume of medication in the cartridge, resulting in early low cartridge alerts.

Manufacturer narrative:
Additional contact information: (B)(6), fax: (B)(6), e-mail: (B)(6).